Event description:
The customer reported to philips healthcare that the heartstart xl paddle set handle was broken with no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.